Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with rhegmatogenous retinal detachment (rrd) in right eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of restricted nasal visual field in right eye with flashes and floaters. Patient reported symptoms are interfering with daily activities and was referred to a retinal specialist. Bcva from (B)(6) 2018: right eye pre-op 20/20 -5.25 x -1.50 x 7, left eye pre-op 20/20 -6.50 x -.50 x 9. Bcva from (B)(6) 2018: right eye post-op 20/150 .00 x .00 x 90, left eye post-op 20/20 .25 x -.75 x 168.